Event description:
On (B)(6) 2014, the patient contacted animas, alleging hyperglycemia related to an intermittent power issue. Reportedly, the patient had blood glucose reading of 500 mg/dl with symptom of extreme drowsiness/difficulty waking up/confusion. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient¿s pump status was not provided. The patient noted that the intermittent power issue started on (B)(6) 2014. Review by customer support agent found that the battery cap was not securing onto the pump properly. Furthermore it was reported that the battery cap was greater than 6 months old and was not replaced per instruction for use. This complaint is being reported based on the allegation that the patient experienced a serious hyperglycemia related to the battery cap not being replaced per instruction for use.

Manufacturer narrative:
The battery cap has not been requested for return to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.